Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a low impedance transmission was received. Pocket stimulation was observed and loss of capture was found. X-ray revealed lead dislodgement due to twiddler's syndrome. Lead was explanted and replaced.